Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system red 68 reperfusion catheter (red68) and a non-penumbra sheath. The physician performed one pass using the red68. While removing the red68, the physician noticed that the red68 was fractured on the midshaft. The entire red68 was removed by hand, and the procedure was completed at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned penumbra system red 68 reperfusion catheter (red68) confirmed that the catheter was fractured. Evaluation revealed a fracture on the catheter with no signs of torquing or stretching at the fractured locations. This indicates the fracture was likely due to a kink. This type of damage may occur if the red68 is manipulated at an angle during use. Based on the reported event, this damage was observed during retraction. Therefore, this damage is likely due to a kink that subsequently worsened to fracture upon retraction at an angle. Evaluation revealed kinks near the fracture location likely due to the same manipulation upon removal. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.